Event description:
The manufacturer received information alleging, that during a pre-delivery device check at the sales office, the screen display was red, and an alarm sounded. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device the reported issue was not duplicated. However, a ventilator inoperative error code, indicating the occurrence of the alarm which shows a communication abnormality between a system board and a display board was discovered in the device's event log. The device's system board and display board were replaced to address the issue. The device passed final testing. The software version was confirmed. (1.06.10.00).